Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 250cc , catalog number 3503250, serial number (B)(4), lot number 6591158. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 250cc and experienced deflation on the left breast implant. The deflation was diagnosed by the physical exam by the healthcare professional. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 08/01/2018, it was reported to mentor that the device history record ( DHR) of lot number 6737355 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).